Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 3.16 in. From the distal tip. A piece measuring proximately 03.16¿ x 0.12¿ was not returned with the instrument. Components adjacent to this broken main tube did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument tip broke and caught up with another arm. When trying to detangle the arms, the tip broke causing debris to fall on to the colon area. The site had to cut off the tip in order to get the cannula and cannula seal off of the arm. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The surgeon was grasping when the instrument got caught up with another arm and attempted to force them apart, and it broke. It is unknown how long was the instrument in use prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did collide with any other instruments or other hard material during the surgical procedure and fragment(s) fell inside the patient during an instrument tip collision. It is unknown if instrument removed during the procedure (prior to the breakage) and if the wrist was straightened prior to removal. The wrist was not straightened as it was broken at the wrist and the tip was broken so had to pull it out with cannula. The surgical staff did not notice any damage to the cannula after the event occurred or any damage to the instrument after the event occurred. Fragments were retrieved with a grasper and all large fragments that were able to be grasped were removed, and some shavings remained. The customer performed x-ray at the end of the case. The procedure was completed robotically with no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.